Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the findings included there was corrosion from scope connector due to the leakage. Waterproof failure due to the broken channel tube. The aspiration quantity was out of standards due to the broken channel tube. The knob torque of up/down knob on free exceeded standards due to the worn angle-wire. Angulation in the down direction was out of standard due to the worn angle-wire. There was corrosion from the grip part due to the leakage. There was corrosion from the scope cover due to the leakage. There was corrosion from the control unit due to the leakage. The light guide bundle was abnormal. A b30 (scope communication) error occurred due to the corroded scope connector. The switch button 1 did not work due to the cut switch cable. The switch button 1 did not work due to the breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the colonovideoscope displayed an e315 (unsupported scope) error. The event was found during preparation for use. The intended diagnostic procedure was completed without delay, using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to conduction failure caused by fluid invasion on the scope connector. However, it was not possible to further specify the cause of the event. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.